Manufacturer narrative:
Film evaluation results are:film evaluation results are: the exact type and cause of endoleak, leading to the aaa expansion, could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. There was a possible type iii separation endoleak between the contra limb and extension. The cause could not be determined; the amount of overlap at implant is unknown. It is possible that aneurysm morphology changes along the unsupported stent graft junction may have contributed. The exact cause of the bifurcate stent fractures, which most likely led to the possible type iii fabric endoleak, could not be determined. It is possible that the noted acute bifurcate angulation at the flow divider may have caused the fractures which then may have led to fabric abrasion. Films during the intervention where kissing iliac stent graft limbs were implanted to resolve the endoleak were not available for return.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 90 mm in diameter abdominal aortic aneurysm. It was reported that, approximately fifteen years and one month post index procedure the patient presented emergently. A CT revealed a type iii fabric endoleak. The following day, an angiogram revealed that the type iii fabric endoleak was located in the right limb of the aneurx bifurcate stent graft. The angiogram revealed that there was a fracture in a stent where the endoleak was located. The physician elected to implant kissing iliac stent graft limbs and the event was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.